Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing, which resulted in an inappropriate shock. Subsequently, a revision procedure was performed. The rv lead was tested on the pacing system analyzer (psa). The noise was reproduced, and low out-of-range pacing impedances, measuring less than 200 ohms were observed. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.